Event description:
Patient developed rash on foot and complained of leg pain and swelling and generalized joint pain. Admitted to hospital and diagnosed with possible cellulitis in leg and increased wbc. Thrombosis ruled out, antibiotics given. Symptoms resolved and patient discharged.